Event description:
Pt came in for battery change for ICD made by (B)(4) - on (B)(6) 2011. After battery change the (B)(4) ICD did not function properly as to automatically defibrillate pt. Pt required admission and removal of (B)(4) ICD with replacement with a new ICD manufactured by (B)(4). It could have been life threatening - pt had to be defibrillated with external paddle.